Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reas1928 showed six other similar product complaint(s) from this lot number. The complaints for this lot number (reas1928 ) have been reported from the same facility. Device not yet returned for evaluation.

Event description:
It was reported by the nurse to the sales representative that a 5 fr triple lumen PICC had become malpositioned after confirmed appropriate placement of the lines. On 9/12/2016 - facility reported this patient had end-stage copd, obesity, and was intubated at the time of PICC placement. The PICC was placed (B)(6) 2016 in the right basilic vein and verified with sr6. On (B)(6) 2016, the nurse was unable to draw blood. The x-ray taken that morning showed the PICC was coiled in the right brachiocephalic vein. The nurse attempted to flush the PICC tip into the svc but was unsuccessful. Nurse attempted to exchange the PICC but was unsuccessful so the PICC was removed. No harm reported.